Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned product noted that one damaged yellow part was received. Two shipping wedges were received. Damages were found on the shipping wedges. It was reported that during the thoracoscopy pulmonary resection, the shipping wedge was damaged. There was debris remaining in the groove where the cartridge knife runs. The reported issue was confirmed. This issue may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the sulu (single use loading unit) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: IFU instructions for proper loading or reload. IFU clearly states instructions for proper use of stapler. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a thoracoscopy pulmonary resection, the shipping wedge was damaged. There was debris remaining in the groove where the cartridge knife runs, so it was removed. There was no patient injury.